Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), ubd: , UDI#: h3: product ID: 97755-s, serial/lot #: (B)(6), was returned for product analysis. Analysis found there was a recharger antenna failure: the controller would not power on intermittently when the recharger (rtm) was plugged in. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt said they got screens 70 and 77 when they tried to charge their ins since about a week ago; pt said the ins would not charge. Patient services (pss) tried to troubleshoot on phone with pt, but pt had extreme difficulty troubleshooting so full troubleshooting could not be performed. Pt confirmed controller was working as expected. An email was sent to the repair department to replace the recharger. Pt got replace controller batteries and system problem messages; issue persistent.